Manufacturer narrative:
The reported event that unknown_selzach_product (as reported: low-profile miniplate - profile height 0.55mm, 1.2mm screw diameter) was alleged of issue s-94 (adverse reaction) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Device is not available to stryker.

Event description:
The manufacturer became aware of a study from (B)(6) hospital. The title of this report is ¿open reduction and internal fixation for dorsal fracture dislocations of the proximal interphalangeal joint using a miniplate¿, which was published in december 2011 and is associated with low profile mini-plating system. Within that publication, post-operative complications/ adverse events were reported, which occurred between march 2003 to may 2009. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for the adverse events mentioned in the report. This product inquiry addresses insufficiency of active dip joint flexion. Patient had restricted active distal interphalangeal joint flexion owing to tendon adhesion resulting from the use of a relatively long plate. One out of 2 cases. Insufficiency of active dip joint flexion, tenolysis. The study states, ¿we experienced 2 cases that showed insufficiency of the active dip joint flexion owing to fdp tendon adhesion resulting from the use of a relatively long miniplate in the first few cases of this series. These cases required tenolysis with removal of the miniplate.¿